Event description:
Info received indicates the hi/low function is drifting down slowly.

Manufacturer narrative:
The technician cleaned and degreased the hi/low drive brake assembly to repair the bed.